Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the casing of a one touch ultrasoft lancing device was cracked/broken. The patient indicated that the alleged lancing device issue started on an unspecified date/time two months prior to contacting lfs the same day. As a result of the alleged issue, the patient reportedly consumed more food/drink(s). On an unknown date/time after the alleged lancing device issue began, the patient claimed that he developed symptoms of weakness, dizziness, hunger, and thirst. The patient denied receiving treatment as a result of the reported issue. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what approximate date/time the symptoms developed, what actions the patient took before and after the symptoms developed. In addition, it would have been helpful to know if the patient was still able to test his blood glucose during the time of concern. The lancing device was replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be suggestive of hyperglycemia after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.